Manufacturer narrative:
(B)(4). Follow up. It was reported the pre-filled liquid leaked out causing the outer packaging of five boxes of product to be soaked and damaged. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show a packaging shelf box with damage that appears to be from exposure to humidity. No other information could be obtained from the photos. A device history record review was completed for provided material number 306595, lot 4152255. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photos sample analysis the symptom reported by the customer of package damaged is confirmed, but a probable root cause could not be determined.

Event description:
No additional information received.

Event description:
The warehouse purchasing teacher reported that after unpacking, it was found that the pre-filled liquid had leaked out, causing the outer packaging of 5 boxes of products to be soaked and damaged. The number of affected products was 150. The samples could not be returned. Photos can be provided. A complaint reply letter is required, a complaint receipt letter is required, and a green claim is required.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.